Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements to 5v some days after the implant procedure. Pacing impedance measurements were also high and out-of-range. Lead dislodgement was suspected. Several days later, the lead was successfully repositioned. No adverse patient effects were reported.